Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump¿s touchscreen was found cracked after removal from a pocket, rendering the device nonfunctional and no longer watertight; the user transitioned to backup therapy and continued cgm use. Symptoms included no reported glycemic symptoms and no adverse clinical effects. Outcomes included device replacement and instructions to return the damaged unit. Investigation included review of user report and photo, assessment of device functionality, and verification of shipping and return logistics. Investigation of this case revealed external physical damage to the touchscreen that impaired user interface function and compromised enclosure integrity, consistent with a cracked display component. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.